Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? A4ybf00071. Please clarify what was broken, the dual applicator or the prefilled syringe? They couldn¿t unscrew the caps to put the laparoscopic applicator on it. They ended up breaking it by using forceps to try and unscrew the caps. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? New user and a traveling nurse. How many times have they applied the laparoscopic tip? Never before this. Was a sales representative present during the case when the issue was experienced? No. Was any leakage or product solution observed at the luer locks connection? Not sure. Are there pictures of the damaged device available? No pictures of the device because it was thrown away. The tip lot used in a4ybf00071 is 2645307. Investigation summary : considering the nature of the incidence reported, an investigation related to the tips of the affected batch was requested. The investigation was focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components¿ parts utilized for the involved batches met the established specifications with no incidents related. According to the results of the investigation there is no evidence observed in the manufacturing procedure of the related tips which may be related to the incident reported. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic periesophageal hernia repair procedure on (B)(6) 2021 and a fibrin sealant preparation device was used. While attempting to remove the normal tip, to replace it with the laparoscopic tip, the unit broke. A new unit was used to complete the case. No adverse patient consequences were reported. Additional information was requested.